Manufacturer narrative:
Patient information was not made available from the site. On 02/26/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. It is suspected that the trajectory was not lined up or target/entry not set appropriately. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site neurosurgeon contacted medtronic technical services to request assistance when pressing the footswitch within the navigation system software and was unable to lock trajectory for a navigus biopsy procedure. The surgeon stated the navigus probe was actively tracking and had green status and was aligned with the plan trajectory. In trouble-shooting, it was recommended the surgeon re-make his plan to ensure the target and entry point were correct - this is where it was noted the software became unresponsive to mouse clicks. Also noted was that the exit button did not respond; a hard re-boot of the navigation system allowed return to navigate. The software remained unresponsive to the footswitch button. The site did not have a physical foot-switch use as an alternate. A polestar scan was taken at this time. The surgeon opted to continue the procedure by using the measure tool to measure the depth of the tumor to set their needle settings. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.